Manufacturer narrative:
Section b5: the patient's pump exchange due to a driveline phase to phase short is reported under MFR # 2916596-2021-02214. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange due to driveline phase to phase phenomenon on (B)(6) 2021. The patient had multiple complications post-op including right heart failure and sepsis. The new device operated as expected and low flow alarms were not related to the device. However, the phase to phase phenomenon that required a major operation and eventually death, was indirectly device related. The infection was not device related. Per family request, the patient was placed in comfort care. At the end of the patients' life, the controller started to alarm ¿ low flow¿ and per family request, the driveline was disconnected and the patient expired. The device will not be returned for evaluation since the family refused autopsy.

Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the reported low flow alarms were not device related and were during the end of the patient¿s life. Log files were not submitted for analysis. Heartmate ii left ventricular assist system, serial number (B)(6), was not returned for evaluation. The heartmate ii instructions for use lists various types of organ failures (such as right heart failure), sepsis and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on controlling infection. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available section 1 of this document lists multiple types of organ failures and dysfunctions (such as right heart failure), sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 in the intensive care unit (ICU). There were low flow alarms at the time of death. The pump will not be returning for analysis. Additionally, the family did not authorize an autopsy. Prior to death, the patient had a series of complications. Per the ventricular assist device (vad) coordinator, cause of death was likely sepsis.